Event description:
Review of programming history showed that the patient had high impedance. Attempt for more information has been unsuccessful to date. It was previously reported that the patient was found to have high impedance in the operating room during a generator replacement in 2006 but the surgery reported that there was a cut in the lead and he felt that he had caused the high impedance by cutting the lead. The high impedance in the programming history database shows high impedance prior to the date. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Event description:
Product return attempts were made and it was found that the device was discarded.